Event description:
The customer called and reported he received a motor error alarm on the insulin pump during insulin delivery. The customer's blood glucose level was not provided. During troubleshooting, it was stated the insulin pump had not been exposed to a strong magnetic field. The customer was unable to complete the rewind sequence. Customer was advised that the insulin pump would be replaced but did not agree to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.